Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly needs MRI follow-up for medical reasons unrelated to the device. The recipient's device was explanted. The recipient will not be reimplanted at this time.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed that the electrode was sliced near the fantail and along the lead prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed cut electrode wires. This is believed to have occurred during revision surgery. System lock could not be obtained at any spacing. The no lock condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is a final report.